Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, replaced the sample and reagent dilutors and syringes, and wash blocks. The cse performed a daily clean and precision check with 10 replicates of high/low quality controls (qc). Based on the information provided, the cause for the discordant cardiac troponin I (tni-ultra) result is unknown. The parts replaced by the cse could potentially be contributing factors, however quality control (qc) results for tni-ultra were within acceptable ranges at the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer performed repeat tni-ultra testing on the same patient sample and instrument, resulting lower. The lower repeat tni-ultra result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (tni-ultra) result.